Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the device was not working. Therefore, it was sent in for preventative maintenance. There was no patient involvement. During maintenance, it was discovered that the device needed repair as it was too erratic to test, swivel was damaged, swivel, motor and all worn or damaged components needed replacement, and calibration reading was out of calibration at 0 and 10. Due diligence is complete as no additional information is available.